Event description:
The customer reported to philips healthcare that the heartstart xl could not defibrillate. There was no patient involvement.

Manufacturer narrative:
(B)(4). A followup report will be submitted once the investigation is completed.